Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for other and movement disorders. It was reported that the patient was having some issues with their stimulator charger. The patient said they charged their recharger and then went to charge their implant and were seeing the poor communication icon. The patient said the connection symbol would flash three times and then go back to poor communication icon. The last time the patient charged was a couple of months ago. The patient said their doctor advised them to go a little while without charging their implant to see the effects when the device was not on. Information about resolving the overdischarge was reviewed, that once out of overdischarge the recharger should show por and normal recharging screen. Additional information was received: it was reported that the patient got side effects during programming that was declared to be normal for a patient having their ins turned on after a few months. The caller stated the patient was having tingling and light headedness. It was also reported that charge density was being reviewed. The caller said it was set for 4.5 (upper limit) and got the charge density message when going from 1v to 1.7v. It was also reported there were elevated impedances on both case and bipolar pairs affecting electrode 5 and 8. An issue was discussed with the leads or extensions. The patient notes they charge 3-4 hours every few days. No patient symptoms or further complications were reported.